Manufacturer narrative:
Product analysis: the device was returned for evaluation. The balloon folds were partially expanded/the balloon folds remained intact with crimp impressions visible on the exposed balloon surface. The stent was not present on the balloon but did return for analysis. The dislodged stent exhibited deformation. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
One onyx frontier coronary drug eluting delivery system was returned to medtronic with a dislodged stent received alongside. Deformation was evident to the dislodged stent. It was reported and confirmed by the account that the stent failed to cross the lesion. No patient complications were reported as a result of this event.